Event description:
The customer reported the loss of cine functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the cine drive was reformatted. The system was then found to be operating as intended.